Manufacturer narrative:
Company clinical evaluation comment: based on the information provided, the event burn blister as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event product quality issue is assessed as associated with the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event burn blister as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event product quality issue is assessed as associated with the device. This case meets initial 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
As treatment the patient used an unspecified cream. The scar was still visible but the remaining events were resolved on an unspecified date. The action taken with thermacare in response to the event was permanently withdrawn on an unspecified date. The patient stated having no sensitive skin or skin diseases. The patient reported she read the instructions before using. No other products for topical use were administered at the time of using thermacare. Follow-up (july 9, 2015), new information received from contactable consumer included. Concomitant medications, product data (additional lot number, indication, duration of use and action taken) and reaction data (additional event of scar, onset date, treatment and outcome).

Manufacturer narrative:
The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Case description: this is a spontaneous report from a contactable consumer. A (B)(6) year-old female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare menstrual) (lot #: j50374, expiration date: oct2017) from an unspecified date for two days in (B)(6) 2015 (the first time for approximately 6 hours and the second time for 4 hours), at an unspecified frequency for chronic stomach pain and menstrual disturbances. Medical history included complaints at the hip reflexor, that radiates into all directions from an unknown date, chronic lower abdominal pain and hypertension. The patient's concomitant medications included blood thinning agents as well as antihypertensives since 2010 and ongoing. It was reported the patient was not satisfied with thermacare heatwrap. The first self-warming heatwrap was okay. However, she had problems with the second one. The application was done as by the instructions. The heatwrap was put over the underwear. On an unspecified date in (B)(6) 2015, she experienced a burn blister, as big as a 2 euro coin, additionally discharged. She also reported she had not visited a physician or pharmacist. She reported she bought thermacare at the pharmacy, and after 4 hours it got bad. The patient reported in follow up "I glued thermacare normally on my slip at home, the first day I tolerated the product well, second day burn blister occurred, previously burning feel, inadvertently scratched the blister; burning like fire for approximately 4 hours. As treatment the patient used an unspecified cream. The scar was still visible but the remaining events were resolved on an unspecified date. Action taken with thermacare in response to the event was permanently withdrawn on an unspecified date. The patient stated having no sensitive skin or skin diseases. The patient reported she read the instructions before using. No other products for topical use were administered at the time of using thermacare. Additional information received from product quality complaint (pqc) group provided quality assurance (qa) investigation results. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2015): new information received from contactable consumer included: concomitant medications, product data (additional lot number, indication, duration of use and action taken) and reaction data (additional event of scar, onset date, treatment and outcome). Follow-up ((B)(6) 2015): new information received from product quality complaints (pqc) group included: quality assurance (qa) investigation results and updated suspect product. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the event burn blister and scar as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event product quality issue is assessed as associated with the device. This case meets final10-day EU and 30-day FDA reportability. Evaluation summary: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Burn blister, as big as a 2 euro coin (burns second degree). Had problems with the second one/after 4 hours it got bad (product quality issue). Case description: this is a spontaneous report from a contactable consumer. A (B)(6) patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare heatwrap), (lot#j50374n, exp. Date, october, 2017) from an unspecified date to an unspecified date at an unspecified frequency for an unspecified indication. Medical history included complaints at the hip reflexor, that radiates into all directions from an unknown date and unknown if ongoing. The patient's concomitant medications were not reported. It was reported the patient was not satisfied with thermacare heatwrap. The first self-warming heatwrap was okay. However, she had problems with the second one. The application was done as by the instructions. She experienced a burn blister, as big as a 2 euro coin, additionally discharged. She had not visited a physician. She reported she bought thermacare at the pharmacy, and after 4 hours it got bad. The action taken with thermacare in response to the event was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available.